Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had an unexpected refractive outcome. The surgeon stated that the refractive error was minimal, but she likes her outcomes to be very close to target. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 02/06/2012 and 02/13/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).